Manufacturer narrative:
This report is a duplicate of report number 1416980-2018-00124. Refer to report 1416980-2018-00124 for all relevant information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was discovered in the needle syringe of the floseal hemostatic matrix. The issue was discovered during preparation before patient use. There was no patient involvement. No additional information is available.